Manufacturer narrative:
MFR received date: 18 sep 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended. The defective part will be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator had touch screen failure. The ventilator was not being used on a patient during the time of the event.